Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain 106 (night drain #6) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient drained 3631 ml during cycle six and their largest prescribed fill volume was 1800 ml. The alarm occurred on (B)(6) 2015 at 09:36:15. No additional information is available.